Event description:
Received info stating was experiencing high bg's (180-200 mg/dl) after two days of use.

Manufacturer narrative:
During further troubleshooting it was identified pt was using cartridge for a longer time than recommended for humalog. As per customer she will start changing her site every two days as recommended.